Manufacturer narrative:
This report is filed on july 5, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the audiologist, the patient experienced dizziness with device use. Neural response telemetry was attempted; however, no measurements were obtained. A CT scan revealed that the electrode array was outside of the cochlea. Explantation and reimplantation is planned; however, has yet to occur as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery. This report is filed july 28, 2016.

Manufacturer narrative:
This report is filed on august 19, 2016. Registration number 3009092818 and exemption number e2016011. (B)(4).